Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to inspect and clean various parts of the pump, but the issue persisted even after attempting to load a new cartridge. As a result, customer support decided to replace the pump. The patient temporarily used an insulin pen as a backup.